Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was hospitalized. Upon confirming the intrathecal drug prescription, it was noted that an incorrect dose was prescribed. The hcp had been steadily increasing the dose and the pt was still very tight with increased spasticity and increased pain. Benzodiazepines and pain medications had been administered. The pump and catheter were replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.